Event description:
It was reported that the device is not giving a warning alert. No patience involved when this issue was detected.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that the unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous five years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as insufficient information to determine a root cause. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the soft-port to dressing interface. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that no patient was involved when this was detected, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.